Event description:
Rec'd info stating customer rec'd temperature alarms while the pump was charging. The pump was warm to the touch. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
The product has been rec'd for evaluation; however, evaluation is not yet complete. A f/u report will be submitted.